Event description:
Boston scientific received information that, during a normal device change out procedure, this chronic right ventricular (rv) lead exhibited high shock impedance measurements of 76 ohms in the triad configuration. During the procedure, ventricular fibrillation (vf) was induced and the first shock was 17 joule with shock impedance measurements of 79 ohms which did not convert the patient. A 31 joule shock was induced which resulted in shock impedance measurements of 109 ohms which also did not convert the patient and the patient was rescued externally. The triad configuration was reversed and a third shock was induced at 17 joules with shock impedance measurements of 84 ohms which did not convert the patient. A 31 joule shock was induced which resulted in shock impedance measurements greater than 125 ohms which also did not convert the patient and the patient was externally rescued. Since the impedance measurements should have dropped with higher energy shocks, it was believed that the lead was not functioning properly. The lead was surgically abandoned as a result of this issue. No adverse patient effects were reported.

Event description:
It was also mentioned that the r-wave measurements were 3.8 volts.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.